Event description:
It was reported that during a trial period, the patient experienced a shocking or jolting sensation when the lead wire/connector cable was touched. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model: unknown, serial #unknown, implanted: unknown, explanted: unknown.